Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not complete its boot up process. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio performed extended testing on the unit but did not observe any boot-up or power related discrepancies. Proper device operation was observed. The cause of the reported issue could not be determined. UDI = (B)(4).

Manufacturer narrative:
(B)(4)